Manufacturer narrative:
Site sample status was not received. Batch dk2631 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this complaint intake, triage, and investigation (citi) search, there is no trend identified for the subclass of adverse event/serious/unknown. Refer to the 36-month trending chart attachment lbh adverse event/serious/unknown 15oct2017 to 15oct2020. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "2nd degree burns on her back" ¿the cause of the consumer stating the wrap caused a 2nd degree burns on her back is inconclusive since review of records does not provide evidence to support defective product the product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any health risk. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch.

Event description:
Event verbatim [preferred term] second degree burns/ back felt a little raw/ felt a stinging sensation/ back was stinging really bad/boils on back/burn popped and worsened/it was leaking [burns second degree], , narrative: this is a spontaneous report from a contactable consumer (patient). A 32-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) l-xl, 2 heatwraps/box, device lot number dk2631, expiration date 31jan2023, upc # 305733010037, topically to the lower back on (B)(6) 2020 for 7 hours for an unspecified indication. Medical history was reported as none. There were no concomitant medications. The patient reported she used a thermacare lower back & hip heatwrap and got 2nd degree burns on her back from using the product on (B)(6) 2020. This was the consumer's first time using a thermacare lower back and hip heatwrap. She was using 'icy hot' before the thermacare lower back and hip heatwrap (details not provided). Since the thermacare lower back and hip heatwrap was last expense; she decided to try it. The consumer opened the thermacare lower back and hip heatwrap, read the directions on how to apply it to her lower back and used the heatwrap according to the product package directions. She said she only had the heatwrap on for 7 hours but the directions say it can be left on for 8 hours. When she returned home from the park, she removed an intact thermacare lower back & hip heatwrap and reported she felt a stinging sensation immediately after she removed it and her back felt a little raw. When she woke up the next morning, her back was stinging really bad. Her boyfriend told her she had boils on her back and took pictures of the affected area. She looked up what boils could be and the description was that a boil could be a second degree burn. The second degree burns are almost directly in line with where the circles are located on the thermacare lower back and hip heatwrap. She said if someone was to look at her back, a pattern can be seen of where the burns are from the thermacare lower back and hip heatwrap. One of the areas where she had a second degree burn popped and worsened, but the other second degree burns look the same, saying she hasn't touched those second degree burns. She did placed a bandage over the second degree burn that opened because it was leaking and applied neosporin (number and expiration date was unknown). The consumer has not used the thermacare lower back and hip heatwraps since experiencing the second degree burns. Stated her back is sensitive, and she didn't want to irritate her back area. The patient did not have a doctor, but was going to go to physician to have her back looked at it. Thermacare lower back and hip heatwrap was intact when it was removed but she discarded it because the directions state it is single use product. Packaging was sealed and intact. A sample of the product is not available but she still had an unopened one from the same box. Consumer reported that it was reasonably possible the adverse event and product complaint were related to the device. Therapeutic measures were taken as a result of second degree burns. The action taken in response to the event for thermacare heatwrap was discontinued. The clinical outcome of the event was not recovered. According to product quality complaint group, reasonably suggest device malfunction was no. Severity of harm was not applicable. Site sample status was not received. Batch dk2631 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this complaint intake, triage, and investigation (citi) search, there is no trend identified for the subclass of adverse event/serious/unknown. Refer to the 36-month trending chart attachment lbh adverse event/serious/unknown 15oct2017 to 15oct2020. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "2nd degree burns on her back". The cause of the consumer stating the wrap caused a 2nd degree burns on her back is inconclusive since review of records does not provide evidence to support defective product the product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any health risk. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Follow-up (27oct2020): follow-up attempts are completed. No further information is expected. Follow-up(26oct2020): this is a follow-up report from a product quality complaint group included: expiry date updated and investigation results. The action taken was updated from unknown to discontinued. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Site sample status was not received. Batch dk2631 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this complaint intake, triage, and investigation (citi) search, there is no trend identified for the subclass of adverse event/serious/unknown. Refer to the 36-month trending chart attachment lbh adverse event/serious/unknown (B)(6) 2017 to (B)(6) 2020. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "2nd degree burns on her back" ¿the cause of the consumer stating the wrap caused a 2nd degree burns on her back is inconclusive since review of records does not provide evidence to support defective product the product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any health risk. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch.

Event description:
Event verbatim [preferred term] second degree burns/ back felt a little raw/ felt a stinging sensation/ back was stinging really bad/boils on back/burn popped and worsened/it was leaking [burns second degree], , narrative: this is a spontaneous report from a contactable consumer (patient). A 32-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) l-xl, 2 heatwraps/box, device lot number dk2631, expiration date 31jan2023, upc # (B)(4), topically to the lower back on (B)(6) 2020 for 7 hours for an unspecified indication. Medical history was reported as none. There were no concomitant medications. The patient reported she used a thermacare lower back & hip heatwrap and got 2nd degree burns on her back from using the product on (B)(6) 2020. This was the consumer's first time using a thermacare lower back and hip heatwrap. She was using 'icy hot' before the thermacare lower back and hip heatwrap (details not provided). Since the thermacare lower back and hip heatwrap was last expense; she decided to try it. The consumer opened the thermacare lower back and hip heatwrap, read the directions on how to apply it to her lower back and used the heatwrap according to the product package directions. She said she only had the heatwrap on for 7 hours but the directions say it can be left on for 8 hours. When she returned home from the park, she removed an intact thermacare lower back & hip heatwrap and reported she felt a stinging sensation immediately after she removed it and her back felt a little raw. When she woke up the next morning, her back was stinging really bad. Her boyfriend told her she had boils on her back and took pictures of the affected area. She looked up what boils could be and the description was that a boil could be a second degree burn. The second degree burns are almost directly in line with where the circles are located on the thermacare lower back and hip heatwrap. She said if someone was to look at her back, a pattern can be seen of where the burns are from the thermacare lower back and hip heatwrap. One of the areas where she had a second degree burn popped and worsened, but the other second degree burns look the same, saying she hasn't touched those second degree burns. She did placed a bandage over the second degree burn that opened because it was leaking and applied neosporin (number and expiration date was unknown). The consumer has not used the thermacare lower back and hip heatwraps since experiencing the second degree burns. Stated her back is sensitive, and she didn't want to irritate her back area. The patient did not have a doctor, but was going to go to physician to have her back looked at it. Thermacare lower back and hip heatwrap was intact when it was removed but she discarded it because the directions state it is single use product. Packaging was sealed and intact. A sample of the product is not available but she still had an unopened one from the same box. Consumer reported that it was reasonably possible the adverse event and product complaint were related to the device. Therapeutic measures were taken as a result of second degree burns. The action taken in response to the event for thermacare heatwrap was discontinued. The clinical outcome of the event was not recovered. According to product quality complaint group, site sample status was not received. Batch dk2631 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the (site name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this complaint intake, triage, and investigation (citi) search, there is no trend identified for the subclass of adverse event/serious/unknown. Refer to the 36-month trending chart attachment lbh adverse event/serious/unknown (B)(6) 2017 to (B)(6) 2020. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "2nd degree burns on her back". The cause of the consumer stating the wrap caused a 2nd degree burns on her back is inconclusive since review of records does not provide evidence to support defective product the product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any health risk. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. According to device complaint handling unit (dchu): severity of harm was s3. Follow-up (27oct2020): follow-up attempts are completed. No further information is expected. Follow-up(26oct2020): this is a follow-up report from a product quality complaint group included: expiry date updated and investigation results. The action taken was updated from unknown to discontinued. Follow-up attempts are completed. No further information is expected. Follow-up(31jan2021): new information received from device complaint handling unit (dchu) included: severity of harm. Follow-up attempts are completed. No further information is expected.

Event description:
Second degree burns/ back felt a little raw/ felt a stinging sensation/ back was stinging really bad/boils on back/burn popped and worsened/it was leaking [burns second degree], narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient ((B)(6)) started to receive thermacare heatwrap (thermacare lower back & hip) l-xl, 2 heatwraps/box, device lot number dk2631, expiration date jan2023, upc # 305733010037, topically to the lower back on 10oct2020 for 7 hours for an unspecified indication. Medical history was reported as none. There were no concomitant medications. The patient reported she used a thermacare lower back & hip heatwrap and got 2nd degree burns on her back from using the product on (B)(6)2020. This was the consumer's first time using a thermacare lower back and hip heatwrap. She was using 'icy hot' before the thermacare lower back and hip heatwrap (details not provided). Since the thermacare lower back and hip heatwrap was last expense; she decided to try it. The consumer opened the thermacare lower back and hip heatwrap, read the directions on how to apply it to her lower back and used the heatwrap according to the product package directions. She said she only had the heatwrap on for 7 hours but the directions say it can be left on for 8 hours. When she returned home from the park, she removed an intact thermacare lower back & hip heatwrap and reported she felt a stinging sensation immediately after she removed it and her back felt a little raw. When she woke up the next morning, her back was stinging really bad. Her boyfriend told her she had boils on her back and took pictures of the affected area. She looked up what boils could be and the description was that a boil could be a second degree burn. The second degree burns are almost directly in line with where the circles are located on the thermacare lower back and hip heatwrap. She said if someone was to look at her back, a pattern can be seen of where the burns are from the thermacare lower back and hip heatwrap. One of the areas where she had a second degree burn popped and worsened, but the other second degree burns look the same, saying she hasn't touched those second degree burns. She did placed a bandage over the second degree burn that opened because it was leaking and applied neosporin (number and expiration date was unknown). The consumer has not used the thermacare lower back and hip heatwraps since experiencing the second degree burns. Stated her back is sensitive, and she didn't want to irritate her back area the patient does not have a doctor, but was going to go to physician to have her back looked at it. Thermacare lower back and hip heatwrap was intact when it was removed but she discarded it because the directions state it is single use product. Packaging was sealed and intact. A sample of the product is not available but she still has an unopened one from the same box. Consumer reported that it is reasonably possible the adverse event and product complaint are related to the device. Therapeutic measures were taken as a result of second degree burns. The action taken in response to the event was reported as unknown. The clinical outcome of the event was not recovered. Additional information has been requested and will be provided as it becomes available.